Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify whether the clip did not hold suture before use on patient (first clip) or at the end of suturing.

Event description:
It was reported that a patient underwent an open total prostatectomy procedure on (B)(6) 2018 and suture clips were used. During use, the device did not clip on the suture. The clip was fed into the jaws properly. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: please clarify whether the clip did not hold suture before use on patient (first clip) or at the end of suturing. No information. No further information will be provided.